Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips remote service engineer (rse) examined the system remotely and confirmed that system was unable to boot. Upon troubleshooting, rse identified that replacing the suite pc was necessary. After replacing the suite pc, the x-ray pc, and touchscreen transferred to another system for software installation. After replacing the suite pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to boot. The system was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.